Event description:
It was noted by the philips field service engineer (fse) that the heartstart xl displayed error code 20003, which is associated with system failure, cycle power. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.